Manufacturer narrative:
Through investigation, it was learned this event involved a non-edwards device.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation is pending. When evaluation is complete a supplemental will be provided.

Event description:
Edwards received notification that a 25mm surgical valve was explanted after an unknown implant duration. No other details were provided.